Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture and exchange from textured to smooth due to concern with the product. Record is for left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, d.6b, d9, h3, h4, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as unidentified (tear) opening. Shell thickness was within specification. Observed a missing piece of shell assessed as inconclusive. ¿ anxiety ¿ product/procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side rupture and exchange from textured to smooth due to concern with the product. Device has been explanted.